Event description:
Blood clots have been noted upon removal of the mac two-lumen central venous access with arrowgard blue access device and integral hemostasis valve for use with 7-8fr catheters. The tracking period was 6 months in 2004 and demonstrated a finding of 45 blood clots when discontinuing the catheter.